Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("disabling pain") and device breakage ("essure remains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure remains"). The patient was treated with surgery (surgery to remove essure (hysterectomy) and surgery to remove essure (salpingectomy)). Essure was removed. At the time of the report, the pelvic pain, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("disabling pain") and device breakage ("essure remains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure remains"). The patient was treated with surgery (surgery to remove essure (hysterectomy) and surgery to remove essure (salpingectomy)). Essure was removed. At the time of the report, the pelvic pain, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and pelvic pain to be related to essure. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.